Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: in 2007, inratio: 1.,4 lab: 3.9, mean: 2.7, confidence limits: 1.7-3.8. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio value is not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Per pr, in-house retains strips lot 060818 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the sysmex inr is less than 2.0, then the allowable difference between the inratio inr's and the sysmex inr shall be +/- 0.5. If the sysmex inr's is 2.0-4.5, then the allowable difference between the inratio inr's and the sysmex inr shall be +/- 1.0. The test results of retains strips lots 060818 done the previous month are as follows: pt 1: lot 060818; 2.2, 2.0, 2.0; sysmex inr; 1.8, 1.8, 1.8; difference; -0.4, -0.2, -0.2; results; all pass; pt 2: lot 060818; 2.0, 2.1, 2.2; sysmex inr 1.9, 1.9, 1.9; difference; -0.1, -0.2, -0.3; results all pass. Based on the above test results, per pr, retained lot 060818 meets the criteria for strip accuracy.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: in 2007, inratio: 1.4, lab: 3.9.